Event description:
It was reported that while the physician was attempting to place the lead into the competitor device, five wrenches broke while tightening and untightening the setscrew. It was noted that the metal came out of the wrenches. It was also reported that the lead had increasing impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.